Manufacturer narrative:
Sections updated: b.5 d.4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that medtronic avalus sizers were used for the implant. It was also noted that the physician was experienced with the avalus valve and sizers and that no field clinical support was present during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 27mm avalus ultra aortic valve, the patient underwent a aortic root r eplacement, where the valve was inserted inside a conduit. While suturing the valve to the conduit, the surgeon accidentally sutured through one of the holes of the valve holder, therefore attaching the valve holder to the valve and conduit. This was not noticed until the surgeon attempted to release the valve from the valve holder. The surgeon cut the behind the tower at the arrow, and this r eleased two out of three of the holder arms. The surgeon then noticed that the third holder arm was sewn onto the valve and conduit. To release the holder the surgeon had to pull with force which caused a slight fracture in the valve holder arm. Upon releasing the holder from the valve the surgical team noticed one of the threads from the holder was missing. This thread was not located and it's whereabouts is still unknown. To try and find the thread the surgical team stopped immediately, they called in the mdt rep to explain what had happened and ask whether the thread was radiopaque/absorbable which the rep advised it is not. The surgical team suctioned and flushed the field many times to see if the thread would float but it could not be located. The patient was transferred to the itu after their procedure. The device remains implanted. No additional adverse patient effects were reported.